Manufacturer narrative:
UDI : (B)(4). DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, a device shutdown occurred when iq-view was started to load exam form pacs due to a crash of rosanna_brain application. It is a known anomaly.

Event description:
The rosanna brain software experienced a shutdown when trying to open iq-view to load in patient images. The robot had to be restarted, and then it appeared to work fine after that. The field service engineer (fse) noticed that the power switch had been kept on from the previous surgery, so when she plugged in the plug for the robot, the robot turned on without having to turn the switch on. The fse did not notice the switch being on before plugging in, so there's a chance this could have contributed to the shutdown.